Event description:
End-user called to complain about getting low results with their calibration check strip. Troubleshooting by phone confirmed the complaint. The device was replaced and the defective one returned for investigation.